Event description:
Customer alleged the screws holding foot plate on have fallen out and foot plate is detached from the hanger. Replaced under warranty. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t420rda, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1110558 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the screws holding the foot plate on has fallen out and foot plate is detached from the hanger. The part was replaced at no charge to the customer; warranted part.